Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had an issue with not receiving a no delivery alarm on ther insulin pump. Troubleshooting was performed and it was advised that the insulin pump is working as designed. Customer's blood glucose level was 264 mg/dl. Customer was called back to be offered some samples. Customer then reported there was another issue with no delivery alarm on the insulin pump. Customer advised to change infusion set and deliver a bolus without an alarm. Customer was able to successfully prime a new infusion set and deliver a bolus without an alarm. Customer was advised to send previous infusion set back for failure analysis. No additional information provided.